Event description:
The facility returned the device for service. During service testing the baxter repair technician reported that the device failed accuracy testing. No reports of patient injury or medical intervention.